Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) lead was dislodged and was deactivated for years prior to this procedure due to phrenic nerve stimulation (pns). The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.